Event description:
Function of the c portion of the oec 9900 elite falling and could result in user experiencing difficulty in positioning the device. Ge currently is working on a solution that will resolve this issue. When a solution becomes available, ge will contact us to resolve this issue at no cost.